Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted lead was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a poking pain at the midline incision site. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent, and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. (B)(4) device evaluation indicated that all proximal tips were cut, and the cables were pulled/exposed near the paddle. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Review of the device history/sterilization records did not find any anomalies or deviations that potentially relate to the reported event, and there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was experiencing a poking pain at the midline incision site. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.